Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The report states: patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address hip pain. The patient had slightly elevated metal ion levels and mild metallosis. There was noted to be no evidence of bone ingrowth on the backside of the cup. Doi: unk - dor: (B)(6) 2011 (right hip). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is still considered closed.

Event description:
Pt contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the pt was revised to address hip pain. The pt had slightly elevated metal ion levels and mild metallosis. There was noted to be evidence of bone ingrowth on the backside of the cup.

Event description:
The patient was revised to address hip pain. The patient had slightly elevated metal ion levels and mild metallosis. There was noted to be no evidence of bone ingrowth on the backside of the cup. Additional information: litigation papers allege the patient suffered pain, permanent physical injuries, and disfigurement. Papers also allege excessive levels of chromium and cobalt blood levels.